Event description:
According to the reporter: during initial firing of stapling device across the stomach, the stapler appeared to malfunction, resulting in two areas that were left open in the suture line. The open areas were closed using suture and three additional staple loads. A new stapler hand piece was obtained and additional staples of the same load were used successfully to close the gaps.

Manufacturer narrative:
Initial report sent to FDA on 06/15/2009.